Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a first supply change with educator support, the user experienced difficulty attaching an infusion set connector, was unable to seat the first connector, and successfully attached a second connector from the same box; insulin delivery was then resumed and blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included telephone troubleshooting and user education on connector attachment and proper installation of the ilet case. Investigation of this case revealed user handling difficulty during connector attachment, with the device functioning as intended after successful reconnection, and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.